Event description:
It was reported that during the attempted implant, the lead would not fixate well in the ventricle due to the large size of the patient's heart. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis performed revealed no anomalies were found. It was further noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.